Event description:
Customer reported a no delivery alarm while changing her infusion set. After changing her set, the device alarmed no delivery again. After clearing that alarm, insulin would not go through the tubing. Customer stated she knocked the infusion set out of her body while she was sleeping and woke up with a blood glucose of 400mg/dl. She treated with a manual injection. Customer is experiencing an upset stomach. During troubleshooting, the connection was verified. Insulin exited the tubing when manually pushed. There was no delivery alarm during manual prime. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.